Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the images provided did not visually confirm the reported damage of the turntrac guide wire. There were no images provided taken of the device outside of the patient¿s body as the reported malfunction was recognized once the guide wire was removed from the patient¿s body. The probable cause is not able to be determined from the images provided for review. Although the cine review was unable to determine a cause for the reported break, the investigation determined the reported guide wire core break appears to be related to operational circumstances of the procedure. In this case, based on the reported information and return analysis, it is likely that during the procedure, the tip core became kinked. Inadvertent manipulation during retraction ultimately resulted in the reported tip core break and noted stretched coils while outside of the anatomy. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a proximal diagonal and a proximal left anterior descending artery (lad). Two .014 ht turntrac guide wires were inserted one in the diagonal and the other in lad. Two unspecified stents were implanted and once the guide wires were removed, the physician noticed the guide wire that was in the diagonal was unraveled. There was no issues reported with the guide wire in the lad. There was no adverse patient effects and no clinically significant delay. No additional information was provided.